Manufacturer narrative:
D10 concomitant products: egia45avm, egia45avm egia 45 artic vasc med sulu (lot#n2h0593y) sigphandle - sig power sigphandle handle, (serial# unknown); medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic liver procedure converted to an open before the device issue, at the end of firing in the suprahepatic vein, the device remained closed and would not open. The surgeon disconnects the handle and the adapter and then puts them back together. The device opened; the veins were stapled but not cut. To resolve the issue, the surgeon used a cold blade in between the two rows.